Event description:
It was reported that a malfunction indicated by a malf 12 code occurred. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support advised that the customer could continue using the pump and instructed them to call back if the malfunction code recurred, which the caller acknowledged and understood.